Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2203-45. Serial: (B)(6). Batch: 5003863. Catalog description: argyle lead 45cm sterile kit. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) leads were not placed optimally when initially implanted resulting in no benefit from the therapy. The patient underwent a revision procedure where the leads were replaced. The patient was doing well postoperatively. The explanted devices were retained by the hospital and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2203-45. Serial: (B)(6). Batch: (B)(6). Catalog description: argyle lead 45cm sterile kit. UDI: (B)(4). Physical analysis could not be completed in our laboratory, as the devices were retained by the hospital and were not returned. A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed based on the dfu and it did not reveal any anomalies as it states a loss of adequate stimulation is a known risk with the use of deep brain stimulation (dbs). The devices were not returned as they were retained by the hospital. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined the reported event of a loss of adequate stimulation is a known risk associated with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU).

Event description:
It was reported that the deep brain stimulation (dbs) leads were not placed optimally when initially implanted resulting in no benefit from the therapy. The patient underwent a revision procedure where the leads were replaced. The patient was doing well postoperatively. The explanted devices were retained by the hospital and were not returned.